Event description:
It is reported that during an open reduction internal fixation, tibial plateau procedure, a quick coupling for k wires would not work properly when it was attached to the hand piece. No user or patient injury was reported. This is 1 of 1 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Placeholder.

Manufacturer narrative:
Upon further review of the complaint, it was determined the complaint is not reportable as it is not likely to result in patient harm or the need for additional medical or surgical intervention. Manufacturing evaluation reviewed, MDR reportability status updated per pmrm and fs-932. This does not meet the definition of a reportable event. Synthes is retracting medwatch report # 8030965-2013-00518. Placeholder.